Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-site despite green alcohol cap being in place. This was noticed while performing daily audits. The device contained total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: two (2) actual devices were received for evaluation with one green alcohol cap in each second y-site clearlink. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed with no issues noted. Additionally, a 24 hours simulation, flow rate simulation using an in-lab pump, and water referee back pressure testing on all the clearlinks were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.